Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of previous issues with high blood glucose levels. The customer states their blood glucose level was over 500mg/dl. The customer states they changed out their set and it resolved the issue. The customer declined to troubleshoot for the high level, due to not having issues currently. The customer was advised to call back if issues persist.